Event description:
The ICU nurse was checking the patient's temperature. The readings were off. No exact information available except the pa reading was higher than the tempanic, temporal, and oral reading by a few degrees (2 or 3). The ICU nurse changed out all modules and cables with no apparent changes. Biomed was then called in to examine the monitor and all cables. They found no apparent problems.